Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer¿s mother reported via phone call that they experienced low blood glucose level. The customer¿s blood glucose levels were 73 mg/dl and 70 mg/dl. The customer experienced 3 seizures and got shaky. The customer treated low blood glucose level with food. The customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of low blood glucose. The customer was in the ambulance. The customer did not allege the insulin pump for over delivery. The insulin pump will not be returned for analysis.